Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6). 2024, a 22mm amplatzer septal occluder was sceleted for an implant. During the procedure, the device deformed into a cobra head and was removed from the patient prior to released from the delivery cable. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. It is unknown if the device was replaced. The patient is stable,

Manufacturer narrative:
An event of device deformity did not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Reportedly, it was indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment, and an 10f delivery sheath was used. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.